Event description:
On (B)(6) 2013, zoll customer support was contacted by the friend of a (B)(6) male pt. The pt's friend reported that the pt passed away in march while wearing the lifevest. The pt collapsed on (B)(6) 2013 and was transported to a hospital by ambulance where he later passed away. Initially it was determined that this event was not reportable. However, upon further review of the pt's download data on (B)(6) 2013, it was determined that this event would be reported to FDA.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) was completed. The monitor and electrode belt were fully functional upon evaluation. The lifevest detected ventricular fibrillation was detected at 21:41:34 on (B)(6) 2013 and deployed gel at 21:41:58. The lifevest appropriately delivered a 150j pulse. The pulse impedance was 39 ohm, within normal operating parameters. The pulse converted the pt's rhythm from ventricular fibrillation to asystole (21:42:30). The device properly detected and alarmed for asystole. No treatment sequence was initiated for asystole, as it is considered a non-treatable rhythm. The electrode belt was removed from the monitor by emergency personnel at 21:42:59 on (B)(6) 2013. The exact time of death is not known. The lifevest device functioned normally and within specifications. There was no product problem with the device. No equipment deficiencies were alleged against the device. Post-shock asystole is a known risk of defibrillation.